Manufacturer narrative:
(B)(4). Concomitant medical products: 650-1057 - cer bioloxd option hd 36mm ¿ 404080, ep-105994 - epoly 36mm rlc lnr mrom sz24¿ 474950. Therapy date: (B)(6) 2013. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2018 -06692, 0001825034 -2018 -06698.

Event description:
It was reported patient underwent irrigation and debridement of modular components approximately 1 year post primary right total hip arthroplasty due to propionibacterium infection. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of revision op notes. Revision op notes show that the patient experienced swelling without pain in the right hip. Aspiration of the joint revealed elevated inflammatory markers and culture positive for propionbacterium. During I&d, femoral stem found to be well ingrown. Acetabular cup well-fixed and osteointegrated. Joint copiously irrigated. New poly liner and head/neck implanted. Hemovac drain was placed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.